Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist conducted tests on the cubie using a tester and found that it could not be opened, only ejected. A technical support specialist advised the user to reach out to the pharmacy and to destock the new fill from the cubie. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that the pyxis medbank es system was unable to dispense ciprofloxacin 250mg which was located in bin 10 02. There were no adverse events or injuries reported based on this event.